Manufacturer narrative:
The subject device was received and evaluated at service repair olympus (B)(4). During inspection, it was found that there is a gap in adhesive area between plastic cover and distal end. In addition, due to a cut on a-rubber, water tightness is lost. Adhesive on a-rubber (bending section) is detached. Connecting tube has a wrinkle. Due to wear of angle wire, the play of r/l (right/left) knob is out of the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The fse (field service engineer) brought the customer device to the service center due to leak on the scope a-rubber and scratch on insertion tube as reported by the customer. During device incoming inspection, service repair found a gap in adhesive area between plastic cover and distal end. There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to operator of device. Operator of device- selected health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive area between the plastic cover and distal end likely occurred due to chemical stress and/or the storage environment. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The following information is stated in the instructions for use which may have prevented the event: "storage and disposal: caution: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays or ultraviolet-rays." Olympus will continue to monitor field performance for this device.